Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. Low flows/suction were noted due to a kinked cannula. The team made the choice to remove the impella. It was not replaced due to anatomy contributing to the kink. The patient was placed on an intra-aortic balloon pump. Additional information noted that the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported issue has been no completed. No device was received for evaluation. Data logs showed that there was low flow and non-pulsatile motor current, accompanied by suction alarms, almost immediately after pump activation. The alarms do not resolve before the pump was explanted. After reviewing the clinical information, it was determined that the cause of the low pump flow was most likely a kinked cannula due to the patient's anatomy. This report is being filed as part of a retrospective review of historical records.